Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/08/2013 with the following findings: evaluation revealed that the down arrow and contrast keypad buttons were intermittently unresponsive. All of the other buttons responded appropriately. The keypad was removed and contamination was found under the down arrow and contrast button contacts. Evaluation revealed that the display screen was dim and discolored. A test display was used for investigation and was found to function appropriately. Unrelated to the keypad and display issues, investigation revealed a low non-zero force loss of prime in the black box. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the down arrow keypad button was intermittently unresponsive. There was evidence of contamination found under down arrow and contrast button contacts. Evaluation also revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/08/2013.